Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user participating in the ilet experience study experienced a hypoglycemic event and stated that a continous glucose monitor (cgm) error occurred and the pump delivered too much insulin. Symptoms included hypoglycemia. Outcomes included insufficient information regarding longer-term impact. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.